Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transparent tubing of a minicap transfer set separated from the white part of the transfer set and leaked. This event occurred during use; the patient was connected. The transparent tube was reconnected and the patient continued with therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was received for evaluation along with a photo of the actual sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was conducted and there were no issues found. The sample was also functionally tested (leak testing, clear passage testing, clamp function testing) and there were no problems found related to the reported event. The leak could not be verified. Should additional relevant information become available, a supplemental report will be submitted.